Event description:
It was reported that the patient came in with cellulitis of the knee. Surgeon opened the knee and did I&d and replaced liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
Corrected sterile lot number based on additional information. The patient is (B)(6) in height. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Medical records received and evaluation: no operative reports, no x-rays, and no examination of explanted components are available. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation in this obese, diabetic patient. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot and sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient came in with cellulitis of the knee. Surgeon opened the knee and did I&d and replaced liner.